Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller indicated a driveline disconnect on (B)(6) 2025. The patient stated the safety lock opened by accident while the patient was washing. The patient claimed the driveline came loose and the patient had trouble re-inserting. Review of history appeared to indicate that the pump was not running from 1455 to 1523 on (B)(6) 2025. Log files were submitted for review and captured what appeared to be 4 different electrostatic discharge (esd) pump reset events that occurred one after another on (B)(6) 2025 at 1454, 1455, 1519, and 1523. The pump was not off from 1454 to 1523 as the pump ramped back up to fixed speed in between these pump reset episodes. It was noted that typically when the driveline is disconnected, there is a mode change from pulse to continuous which did not occur. The pump reset events were all 4 seconds in duration. It did not appear that the driveline was disconnected.

Event description:
It was additionally reported that the patient stated the driveline was disconnected from the system controller however it did not seem to be the case. The patient was washing at the sink around this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty engaging the modular cable was unable to be confirmed; however, review of the submitted log files confirmed driveline disconnect alarms. Although a specific cause for the driveline disconnect alarms could not be conclusively determined, the patient claimed that the safety lock opened by accident, the driveline came loose, and they had trouble reinserting. Data from the reported event date of 28jun2025 was reviewed in the submitted controller event log file. The pump appeared to be operating as intended until the driveline was disconnected resulting in a pump stop lasting approximately 39 seconds. This appears consistent with the reported event of the modular cable becoming disconnected from the system controller. Three additional driveline disconnects were captured with each resulting in a transient pump stop. Each driveline disconnect and subsequent pump stop was associated with low flow hazard, lvad off, and driveline disconnect alarms. The pump appeared to ramp back up to the stored patient speed without issue following each pump stop. The three transient driveline disconnect events appear consistent with the reported event of the patient having difficulty reinserting the cable. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot # 6903884, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, ¿how your heart pump works¿, advise the user to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, including driveline disconnect alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.